Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure the patient¿s femur fractured while the surgeon performed the broaching of the femur. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.